Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only a connector portion of the lead was returned in one piece for analysis. Final analysis found full breached lead insulation degradation at 4.5 cm from the connector pin, exposing the outer coil adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.